Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a bent is-1 connector pin as already mentioned in the complaint description. The subsequent root cause analysis of the bend indicated, that mechanical forces during the application of the fixation tool should be taken into consideration. Further damages resulted most likely during the explantation procedure. In summary, the is-1 connector pin was found to be deformed, affecting the active fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - during the implant of this lead, there didn't appear to be flexibility inside the cardiac cavity, confirmed by xray. On (B)(6) 2013, an xray showed the lead was dislodged. On (B)(6) 2013, the lead was repositioned. On (B)(6) 2013 during a follow up, the r-wave was down to 2mv, pacing failure and dislodgment was confirmed. The physician concluded that the cause was inappropriate fixation of the attached suture sleeve. The lead was going to be repositioned again, however turning the fixation tool was not smooth and the physician noticed that there was deformation of the is-1 connector pin of the lead. The pin could not be fully inserted into the ICD header. This lead was replaced.